Event description:
During a rotator cuff repair procedure using a twinfix ultra plla/ha 5.5 w/3 ub, it was reported that the suture broke on two devices. The surgeon was confident that all pieces were removed. The hole for the device was prepared using an awl. After the first anchor suture broke, a twinfix dilator was used on the hole; but, the suture on this second implant also broke. The surgeon decided to use a healicoil device at a new site, leaving the initial site empty. The surgeon completed the procedure with no further issues. The bone quality was reported as normal. The patient was fine post procedure.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).